Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead and right ventricular (rv) lead, along with a non-boston scientific device were explanted due to patient experiencing chronic pain. There were no reports of any abnormal measurements or no reported allegations against the products. No adverse patient effects were reported. The products are not expected to be returned.